Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-july-02, additional information was received from the manufacturer representative (rep). The rep reported the volume discrepancy occurred on (B)(6) 2021. The expected volume was 11 ml, the actual volume was 6 ml. The filled volume and programmed volume was 39 ml.

Event description:
Additional information was received on 2021-jul-08 from a health care professional via a manufacturer representative. It was reported that the devices remained implanted and in use, and a replacement surgery had not yet been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
On 2021-jun-21 (B)(4): information was received from a patient who was receiving lioresal via an implantable pump for intractable spasticity and other spasticity. It was reported that there was a refill discrepancy of approximately 5ml at his last refill date. Patient also started feeling increased spasticity over the last several weeks, he could not for sure how long. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed, pump and catheter functioning normally, successful aspiration and re-priming of catheter. There were no actions taken to resolve the issue, the patient will schedule replacement surgery due to imminent eri. The issue was reported to be resolved at the time of the report.